Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5082585. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered during final check. There was no patient involvement. No additional information is available

Manufacturer narrative:
The lot was manufactured between august 01, 2018 - august 02, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.